Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had died and was revived on (B)(6) 2017. The customer had worked out for the first time after a vacation. Their blood glucose after working out was 99 mg/dl. They changed their infusion set. They went to the pool with a blood glucose of 130 mg/dl, took some insulin, and ate a snack. Next thing they knew it was 3:45 pm and someone was asking them to open their eyes. The customer had been found slumped over and unresponsive. The customer declined to go to the hospital. The paramedics was dispatched. The customer¿s blood glucose during the incident was below 40 mg/dl. They were treated with 1.5 bags of dextrose. The customer stated they were having trouble with the infusion set adhesive coming off. Their infusion sets were affected from the recall. They were off the insulin pump for less than 48 hours prior to the incident. They had no issues since they got new infusion sets. The customer¿s current blood glucose was 117 mg/dl. The device will not be returned for analysis.